Event description:
Implant loss due to extraction. Implant had to be removed because dr did not "sink" it into the bone deep enough and caused crown problems. Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis.